Event description:
Customer reported a pt in the bone marrow transplant unit was prescribed a medication to be delivered intravenously with a duration of 2 hours 15 minutes. Attending nurse observed that the medication was possibly delivered too rapidly as the infusion bag was empty after only 20 minutes. Staff including the biomed observed the program summary and could not verify any discrepancies in the recorded delivery, the empty bag is unexplainable. Pt's medication was foscavir, the amount of medication and dose was 6240 (nanogram), it was diluted in 260 ml of normal saline. The rate was 130 mls per hour and 290 ml vtbi and to include normal saline flush after medication was finished dispensing. The program ID was sent and (B)(4) profile was selected. The patient had to have testing performed to check calcium levels. Customer requests an event log review. There was no report of pt harm. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The event logs have been received, but the evaluation has not yet begun. A follow up report will be submitted with failure investigation results once the evaluation has been completed.